Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation at the neurostimulator pocket site about 1 hour towards the end of recharging sessions. This shocking sensation continued for a couple of hours after the session was over. It was noted that the device was turned off during the recharging sessions. She did not experience shocking at any other time. There were not falls or trauma associated with the event. Impedance measurements were normal. Add'l info was requested to follow-up on further interventions and/or diagnostics that were performed and pt outcome.